Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, pacing and sensing failures occurred in both channels with high lead impedance values (> 3000 ohms). The leads were abandoned. A new ventricular system was implanted. The abnormalities in both channels were considered attributable to the leads. The subject device was explanted and will be returned for analysis.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, pacing and sensing failures occurred in both channels with high lead impedance values (> 3000 ohms). The leads were abandoned. A new ventricular system was implanted. The abnormalities in both channels were considered attributable to the leads. The subject device was explanted and will be returned for analysis.

Event description:
Reportedly, pacing and sensing failures occurred in both channels with high lead impedance values (> 3000 ohms). The leads were abandoned. A new ventricular system was implanted. The abnormalities in both channels were considered attributable to the leads. The subject device was explanted and will be returned for analysis.